Event description:
It was reported that a 0 dcdc was obtained when both systems and normal mode diagnostics were performed on a patient's device at a follow up appointment for a generator revision surgery. The patient was able to perceive stimulation once the settings were increased and no adverse events were reported as a result of the dcdc = 0.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.